Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the lcd screen (crack) found on (B)(6) 2022. The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the displacement test due to the blank display. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage was found on pcba 2, the motor, force sensor, or vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: minor scratched lcd window, stained keypad overlay, broken battery tube threads, cracked battery compartment, cracked retainer, scratched case and pillowing keypad overlay. No crack on the lcd window noted during the physical inspection. Blank display is confirmed due to cracked lcd glass. No crack on the lcd window noted during the physical inspection however, there are minor scratches found. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was in the list of affected insulin pump. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. The retainer ring was not damaged. No harm requiring medical intervention was reported. The product was returned for analysis.